Event description:
Additional information indicates surgery took place on (B)(6) 2023 where the ipg was replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be taken place to address the issue.

Manufacturer narrative:
The date of event is estimated. Further information requested, not yet received.

Manufacturer narrative:
Correction: b5: surgery date corrected. Correction d6b: date of explant updated to reflect the correct date of explant.

Event description:
Additional information indicates surgery took place on 27 october 2023 where the ipg was replaced to address the issue.